Event description:
There were three target lesions involved in this elective case. The first lesion was at the proximal right coronary artery (rca). In stent restenosis of an unknown bare metal stent was present. The lesion was type bi, 48% occluded, moderately calcified, concentric, and 9.05mm in length. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.5x15mm balloon at 14atms. Inflation time is unknown. A 3.5x18mm cypher stent was deployed at 15atms for 16-30 seconds. Post-dilation was conducted with a 3.75x13mm balloon at 22atms. Inflation time unknown. Ivus was conducted. Timi flow before and post procedure was 3. The residual % stenosis was 15.6%. For the second lesion, a 3.5x9mm driver bare metal stent was deployed at the mid right coronary artery (rca). Pre-and post dilation information was not provided. The third lesion located at the mid left anterior descending (lad) was treated with a 3.0x23mm cypher stent. This stent was deployed at 10atms; inflation time was less than 15 seconds. This lesion was pre-dilated with a 3.5x15mm balloon at 10atms. Inflation time is unknown. Post-dilation was conducted with a 3.5x20mm balloon at 20atms, inflation time is unknown. Routine follow-up indicated this stent was patent. However when the patient returned for an eight month follow up cag was conducted and restenosis was observed at the proximal edge of the first implanted cypher stent (3.5x18mm). There was 80.9% stenosis. To treat the restenosis, poba was conducted, inflation pressure and time are unknown. Then a 3.0x13mm cypher stent was deployed. The inflation pressure and time are unknown. The residual % of stenosis was 0%. The patient was discharged from the hospital and in stable condition. Physician's comment: the patient has a tendency to restenose due to their medical background. However, because the restenosis was observed at the proximal edge of the implanted cypher, it cannot be denied the correlation between cypher and the stenosis.